Event description:
The device was t-wave oversensing and as a result, the patient received inappropriate therapy. Technical services discussed programming options and induction testing following the changes. It was later reported that the lead was explanted.